Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The date code a0608 indicates the instrument was manufactured june of 2008 and is over 8 years old. The instrument was evaluated at a commercialized product development meeting. The root cause is attributed to wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The grater broke during reaming. Update feb 13, 2017 upon product evaluation, the bar has attached from the shell.